Manufacturer narrative:
Additional information provided: d.4 the customer¿s report of the device failing plunger force accuracy 3 times was confirmed. Physical inspection of the device noted the instrument seal intact. Left and right iuis were observed with dull contacts. Internal inspection found no anomalies with any of the electrical or mechanical components. No errors recorded in the recent year (2020) in the error logs. The syringe module appears to not have been in used since (B)(6) 2019. Rate accuracy testing performed found the device failing plunger force accuracy. After the syringe module was calibrated using the plunger force calibration task the device was observed passing as expected. The proximate root cause of the customer¿s report of device failing plunger force accuracy was due to incomplete calibration. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 23may2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 24jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device plunger force accuracy failed three times. Although requested, additional information was not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device plunger force accuracy failed three times. Although requested, additional information was not provided.